Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. Device evaluation: the reported condition of a colleague infusion pump with power failure with main fuse 1.6a t fuses blown was confirmed during product evaluation. This condition was caused by a blown ac fuse. The fuses were replaced to correct the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a power failure with main fuse 1.6a t fuses blown; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a colleague infusion pump with a user interface module master software version 7:01:00. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.